Manufacturer narrative:
H10: h3, h6:the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found that the device was returned in open packaging. An analysis of the customer provided image found the device in open packaging. No deficiencies were observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the product preparation and processing document, found that an in-process inspection is performed by manufacturing associates and seal inspectors. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that the outer package of the footprint ultra was damaged and the inner package was found unsealed. It is unknown when the issue was found. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported.